Event description:
The screwdriver tip broke off in pt's femoral condyle. Original event was in 1999 and follow-up surgery to remove tip was in 1999. Doctor just learned of the event when the hosp contacted doctor and asked if doctor would like to have the remaining portion of the screwdriver. Part of the instrument is missing.